Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged.

Event description:
It was reported to boston scientific corporation that a truetome jag 44 was used in the head of pancreas during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the truetome could not enter the common bile duct. During the pre-cut of the duodenum intestinal papilla, the cutting wire of the truetome broke, and it was reported that the wire anchor dislodged from the catheter. Additionally, no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a truetome jag 44 was used in the head of pancreas during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the truetome could not enter the common bile duct. During the pre-cut of the duodenum intestinal papilla, the cutting wire of the truetome broke, and it was reported that the wire anchor dislodged from the catheter. Additionally, no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on july 12, 2024: the customer reported that the device was able to enter the common bile duct and the cutting wire was intact, but the wire anchor dislodged from the catheter.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h2 (additional information): block b5 (describe event or problem) and block h6 (device codes) have been updated. Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged. Block h11: investigation results the returned truetome jag 44 was analyzed, and a visual and microscopic inspection found that the distal section of the device had evidence of a mechanical cut. The cut section was not returned. The guidewire was returned and found in good condition. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire anchor dislodged could not be confirmed. The results of the analysis performed on the returned device found that the distal section had evidence of mechanical cut, and the cut section was not returned. As the device was returned incomplete, no further analysis could be performed. Therefore, the most probable root cause is "cause not established". A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a truetome jag 44 was used in the head of pancreas during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the truetome could not enter the common bile duct. During the pre-cut of the duodenum intestinal papilla, the cutting wire of the truetome broke, and it was reported that the wire anchor dislodged from the catheter. Additionally, no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on july 12, 2024. The customer reported that the device was able to enter the common bile duct and the cutting wire was intact, but the wire anchor dislodged from the catheter.